Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, blood coagulation disorder, diabetes mellitus, pain, swelling, bleeding.